Event description:
It was reported that it was noted that there were high atrial lead impedances in both unipolar and bipolar configurations, high capture thresholds, and varying sensing values. A lead revision will be scheduled and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.